Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation, however, medical records and images were provided for review. The investigation is unconfirmed for tilt but confirmed for perforation of the ivc. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown eclipse vena cava filter allegedly experienced a patient-device interaction problem. This information was received from a single source. The malfunction involved a patient with no patient injury. The female patient is (B)(6) years old and weighs (B)(6) kgs.